Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, he was feeling disoriented while the cgm displayed 279 mg/dl. The patient was on his way to the kitchen when he passed out and hit the counter edge. His wife called an ambulance and while waiting, she performed a fingerstick which showed his bg was 60 mg/dl while dexcom was showing 279 mg/dl. When the paramedics came, they did a fingerstick which showed a bg of 33 mg/dl while dexcom was showing 257 mg/dl. The paramedics treated the patient with 1 ampule of dextrose (50g) and transported him to the emergency room (ER). At the ER his bg was again measured and it was 33 mg/dl and they continued to treat him with another 2 ampules of dextrose (50g). The patient stayed at the ER for 7hours and went home after. At the time of the report, the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d and e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.